Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse cleaned the incubator and pick-up assembly. The fse ran thirty five tests with no errors. The aia-600ii was working as intended. No further action required by fse. The probable cause of the event was the system required the incubator and cup pickup to be cleaned. A 13 month complaint and service history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints.. There were no similar tickets identified during the search period.

Event description:
On (B)(6) 2015 a customer reported washer and pickup up-down motor errors with their aia-600ii analyzer. A rotor jam was cleared the previous day, but did not the resolve error issues. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ipth patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.